Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There were no allegations of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error was also observed. Further assessment determined that the printed circuit assembly (pca) required replacement. In addition, a software-detected error indicated that the real-time clock (rtc) registers had reset or become corrupted. The device was also found to be missing the accessory port cover. The customer complaint was confirmed. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.

Manufacturer narrative:
This device (bipap a30) was manufactured 11/05/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report